Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, with levels staying below 500 mg/dl (27.7 mmol/l). Technical support provided the customer with pump reset information and assisted in resetting the pump, which resolved the issue. The customer was instructed to continue using the pump and to call back if the malfunction code recurred, which the customer acknowledged and understood.